Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had damaged bearings. It is unknown if the device was being used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.